Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. Patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2008 due to a motor vehicle accident. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging "I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it into another organ." Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter mid l2 vertebral body. Inferior extent inferior l3 vertebral body. A total of 8 prongs have perforated through ivc series 2 image 47. Maximum distance prongs perforated through ivc 10.19 mm series 2 image 48. Coronal images 8.88 degree tilt right to left series 5 image 60. Sagittal images 8.29 degree tilt posterior to anterior series 9 image 72. Diameter of ivc directly above filter 28.02 mm x 19.14 mm series 2 image 39. A prong has perforated aorta best appreciated on series 2 image 50 and series 5 image 60."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01165.